Event description:
A health care provider received an accidental prick from a glass fragment from the sterrad cyclesure biological indicator vial. There has been no response to asp's attempts in retrieving more information regarding employee's status or information on the biological indicator.

Manufacturer narrative:
(B)(4) other, skin contact.